Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is suspected of behaving in a manner consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed the available device data confirming the device is depleting. The voltage is dropping in an unpredictable manner. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received, a revision procedure was complete. A new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is suspected of behaving in a manner consistent with a premature battery depletion (pbd). A technical service (ts) consultant reviewed the available device data confirming the device is depleting. The voltage is dropping in an unpredictable manner. Ts recommended device replacement. The device remains implanted. No adverse patient effects were reported. New information was received, a revision procedure was complete. A new device implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and product analysis completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.